Manufacturer narrative:
H2, h3, h6: there is insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(6), h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during multiple in-services with a spine model, the system displayed "localizer disconnected" after the spin was automatically transferred to the system. The manufacturer representative (rep) was able to recreate the issue after multiple automatic imaging system transfers. The rep reported during spin and transfer, all 3 green bars appeared as expected. Automatic registration was successful and the image can be navigated without issue. During troubleshooting, the rep reported the following workflow resolved the issue consistently: the rep disconnected the main and camera cart, performed a hard shutdown of the camera cart, and turned on and reconnected the camera cart to main cart. There was no patient involvement.